Event description:
It was reported the patient developed an inflammatory mass near the catheter pathway. The granuloma was diagnosed six months ago. Since that time the pump therapy was discontinued and the patient was being treated with oral medications. The patient's quality of life is not as good as it was with the pump therapy. The drug used in the pump was preservative free morphine sulfate 40% 28mg/day. Prialt was also noted. Additional information has been requested, but was not available on the date of this report.